Manufacturer narrative:
(B)(4). The complaint is under investigation. Once the investigation is completed, a follow up MDR will be submitted. Product location unknown.

Event description:
It was reported that during inspection at the warehouse, the instrument handle was found to be broken. No impact to the surgery or patient was reported. No more additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and visually examined. The returned impactor is fractured at the strike plate; therefore, the complaint is confirmed. Hardness test results found the device to be within print specifications. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.